Event description:
Allergan representative reported that band slippage occurred with a lap-band device. The entire "system was removed" from the patient "after continual slip." The system was not replaced. Follow-up findings: the patient "went to the emergency room presenting with nausea, vomiting and abdominal pain." The patient was "admitted into the hospital and the band was removed" the next day. The patient had a "history of band slips, so the doctor had to remove fluid each time to let it resolve." On the "third slip," the doctor could see the band had obstructed the stomach.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Obstruction, band slippage, pain, vomiting, and nausea are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of obstruction, band slippage, vomiting, and nausea as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than one percent of subjects included: ... Abdominal pain, chest pain, incision pain, and ... Port site pain."